Manufacturer narrative:
Device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Six weeks ago, patient experienced high blood glucose symptoms after using infusion sets within three hours of insertion. Cannula bent issue occurred in six infusion sets. It was further treated by bolus via the pump and switched out infusion sets (ifs) set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.